Event description:
The customer reported about 10 ml of cleaner leaked onto the counter from their lh750 instrument from an unknown source. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event..

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found loose tubing at feed thru fitting ff222 (pinch valve vl61-b -sweep flow reservoir purge valve) which he replaced to resolve the leak. Upon recur of the failure mode identified, it will likely cause improper sweep flow which could affect rbc and plt results. (B)(4).